Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve implantation (tavi) via left subclavian access with a medtronic evolut r system. As recounted in the article, the tavi procedure was performed without complications. Approximately one week after tavi, the patient developed left arm dysesthesia and weakness, and a neurological evaluation found this to be compatible with brachial plexus compression. Computed tomography (CT) and ultrasound imaging of the subclavian access site were deemed ¿unremarkable.¿ however, a subsequent angio-CT scan revealed a left subclavian pseudoaneurysm proximal to the incision site, compressing the brachial plexus, which necessitated the implantation of a covered stent. The intervention led to the resolution of the patient¿s symptoms within the following weeks. The authors wrote that the pseudoaneurysm ¿was not caused by the surgical technique itself, but most probably by the progression of the (medtronic) delivery system into the atheromatous subclavian.¿

Manufacturer narrative:
Citation: giacomo tini, et al. Left subclavian artery pseudoaneurysm following transcatheter aortic valve implantation. European heart journal supplements. Volume 21, issue supplement_e, may 2019, pages e164¿e165. Https://doi.org/10.1093/eurheartj/suz175 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.